Event description:
In december 2000 a nellcor puritan bennett employee received information reporting an issue with a 840 ventilator. Customer alleged there was a transient unexpected rise in the ventilator circuit pressure. No patient harm or change in therapy reported.